Event description:
A customer from (B)(6) notified biomérieux of discrepant results when testing with the vitek® 2 ast-p654 test kit, lot 8040676103. The customer claimed false resistance results (expected result was susceptible) for daptomycin on one strain: (B)(4): swab lower leg, (B)(6), (B)(6). Strain (B)(4) tested (B)(6) with initial and repeat vitek 2 ast testing. E-test was performed on strain (B)(4), and the result was susceptible (mic=(B)(6)). The strain was also sent to a reference lab for confirmation, but results are not available as of the date of this report. There is no indication from the customer that the discrepant result led to any patient harm or any adverse event. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to a false resistant daptomycin (dap) result for a staphylococcus aureus strain on vitek® ast-p654 cards with software version 7.01. The customer's strain was subcultured on cos medium, and the identification was confirmed to staphylococcus aureus with the vitek gp ID card.testing including ast-p654 cards from the customer lot (cl: 8040676103) and 1 random lot ( rl:8040586203) on vitek 2 v7.01.microdilution (bmd) was performed as the reference method for daptomycin (dap02n) contained in ast-p654 card.microdilution results for daptomycin: dap mic = 2 mg/l resistant.vitek 2 ast-p654 cards results for daptomycin :s7: dap mic = 4 mg/l resistant on both lots tested. The vitek values obtained are within essential agreement compared to the reference mic.in conclusion, the resistant glycopeptide results obtained by the customer were not reproduced. The vitek 2 ast-p654 card performed as expected.